Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 624 mg/dl. The customer experienced shortness of breath and lethargy. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.